Event description:
This report was rec'd from a physician of a lens that decentered and required secondary surgical intervention for explant and implant of another intraocular lens. Initial implant of a model 912 intraocular lens was performed on 18feb98. The reporting physician did not believe that the problem was related to the intraocular lens. The intraocular lens did not hold up in this man's eye because of a problem with the capsular bag. Additional info and details of the incident have been requested from the physician. The lens has not yet been returned for investigation.